Event description:
Device 2 of 3. Reference MFR report #: 1627487-2013-20145. Reference MFR report #: 1627487-2013-20143. The pt was implanted with two leads of the same lot number. It was reported, the pt was without stimulation. The pt had not used or charged the system in the past year and a half. Communication was not established with the ipg when the ipg when using the pt programmer and charger. The pt also reported heating at the ipg site while recharging. Surgical intervention is scheduled to explant the scs system. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.